Event description:
A report was received that the patient¿s scs system was not working. The patient was experiencing inadequate stimulation and high impedances were noted on the lead contacts. X-ray was taken and lead fracture was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient¿s scs system was not working. The patient was experiencing inadequate stimulation and high impedances were noted on the lead contacts. X-ray was taken and lead fracture was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein the lead was replaced. The lead was fractured above the clik anchor. The patient was reportedly doing well after the procedure. The explanted lead was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.